Event description:
Due to the time it takes to remove the halo, CPR was delayed. Suggest some type of emergency release be built into the product.

Event description:
Add'l info rec'd from MFR 3/8/05: hosp rep called pmt on january 14, 2005 to report that her staff was not familiar with the existing cardiac emergency release procedure of the device. I pointed out to her that the cardiac emergency procedure is printed directly on the front the halo vest. The cardiac emergency procedure is also detailed in our manual and application video. It is their responsibility to read and understand the instruction for use of the device. She indicated that the pt had passed away of unrelated cause (pulmonary embolism). We reported this discussion with the orthotist & prosthetic lab that provided the device to hosp. Lab decided to provide add'l training with all the emergency staff at hosp on the use of the cardiac release instructions on the halo system. The training took place on january 19, 2005 and was performed by orthotist. Due to the fact that there was no relation between the pt's condition and the halo system and due to the fact that an emergency cardiac procedure already exists on the 1200 series halo system, this report was not logged as a complaint and no MDR report was filed.

Event description:
Add'l info rec'd from MFR 03/08/05: hosp rep called pmt on january 14, 2005 to report that her staff was not familiar with the existing cardiac emergency release procedure of the device. I pointed out to her that the cardiac emergency procedure is printed directly on the front of the halo vest. The cardiac emergency procedure is also detailed in our manual and application video. It is their responsibility to read and understand the instruction for use of the device. She indicated that the pt passed away of unrelated cause (pulmonary embolism). We reported the discussion with the othrotist & prosthetic lab that provided the device to hosp. Lab decided to provide add'l training with all the emergency staff at hosp on the use of the cardiac release instructions on the halo system. The training took place on january 19, 2005 and was performed by orthotist. Due to the fact that there was no relation between the pt's condition and the halo system and due to the fact that an emergency cardiac procedure already exists on the 1200 series halo system, this report was not logged as a complaint and no MDR report was filed.